Manufacturer narrative:
The product was received. The device was in an overall good condition. The results of the error log review confirmed the customer complaint. Functional testing was done. The reported problem was not duplicated, and the only evidence of the problem was found in the event log. The cause of the problem is undetermined. The dso/uso were calibrated followed by pm in order to correct the problem. The device has since passed all functional and accuracy testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had alarm upstream occlusion acc, case, power supply and hand control. The event occurred during programming. There was no patient involvement and no patient harm/adverse event reported.